Manufacturer narrative:
(B)(4). Implant year: 2007. Concomitant medical products: 184764 524410 series a pat std 31 3 peg. 183008 134610 vanguard cr ilok fem-rt 65. 141222 876930 biomet cc I-beam tray 67mm. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently the patient was revised approximately 13 years post implantation due to instability. The poly bearing was removed and replaced due to wear. Additional information on the reported event is unavailable.